Manufacturer narrative:
The lot numbers for the four malfunctions were provided, therefore, lot history reviews will be performed. None of the devices were returned for evaluation. Therefore for the four reported malfunctions, the investigations are inconclusive as no objective evidence was provided for review. A definitive root causes could not be determined. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model u4150530rx pta balloon dilatation catheter allegedly experienced a balloon rupture. This information was received from various sources. All malfunctions involved a patient with no reported patient consequence. The malfunction involves two females and one male all other patient information was not provided for any of the patients.